Event description:
It was reported to boston scientific corporation that a radial jaw 3 gastropediatric single-use biopsy forceps was used during a procedure perform performed in 2009. According to the complainant, after the device was advanced tangentially to the target site, the jaws were closed around the tissue. However, the clevis was found to be bent. While withdrawing the device, resistance was encountered. The procedure was completed with another radial jaw 3 gastropediatric single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.